Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it was partially deployed with the thumb advancer about 1 inch from the finish position. The slit on the exchange sheath stopped about three-quarter inches from the distal end. The garage leaves were bent and twisted from striking and carving the flex-guide completely during the thumb advancement. These findings confirm the reported experience of failure to deploy thumb advancer. The proximal location of the carving indicates that the damage to the flex guide tube occurred during thumb advancer initial deployment. The carving noted on the flex guide tube matched the deployment of thumb advancer until it stopped. The most probable root cause for this type of damage is due to the flex-guide, tubeset and tissue tract not being correctly aligned during thumb advancement. This misalignment caused the support tube to strike the flex-guide and stop. The garage leaves were unsupported; thereby striking and carving into the flex-guide during thumb advancement, subsequently preventing the completion of the thumb advancer stroke and sheath slitting. Per the instructions for use (IFU), the device is to be stabilized at the angle of the tissue tract during plunger deployment. Also the main causes for this type of event are failure to maintain a stable, straight position of the flex guide during the plunger stroke (click 2) or the thumb advancer stroke (click 3), deploying the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot for the reported device code and actual failure mode at the time this investigation was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional (angioplasty)procedure. Reportedly, the sheath did not split properly. The device was removed and manual compression was applied for 20 minutes and was reported to be longer than usual. The physician also felt that the device did not work properly. There was no reported adverse patient sequela. Though requested, additional information was not provided.